Event description:
It was reported that the customer's insulin pump delivered 9.0 units without her intervention and while staying at the school. The bolus history was reviewed and found three boluses delivered in different hours. No further information was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.